Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and the power distribution board were replaced and the cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had a communication failure and would not boot up. There was no patient injury or death reported.